Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to mesh erosion. It was reported that the patient underwent partial removal of mesh on (B)(6) 2011 due to pain. (B)(4) - urinary problems.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with cystoscopy, diagnostic laparoscopy with lysis of adhesions, drainage of left ovarian cyst x2, laser ablation of endometriosis due to pelvic pain, dyspareunia, sui, adhesions, endometriosis and left ovarian cysts.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and a mesh was implanted; and on (B)(6) 2008 and a mesh was implanted due to previous failure of mesh . It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced lower urinary tract infection, and urinary incontinence.